Event description:
Baxter failure analysis lab received one used dialyzer from customer that had been implicated in a blood leak incident that occurred on reuse number 2. No further info is available at this time.